Manufacturer narrative:
(B)(4). Manufacturer date: 8/27/2015. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock for noise shortly after implant. Boston scientific technical services (ts) believed there could be air around sense b and proximal end of coil. As the shock impedance measurement was 144 ohms, it was suspected the electrode had poor positioning. A revision procedure was performed to reposition the lead and more appropriate measurements were obtained. No additional adverse patient effects were reported.